Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, crease fold, wear abrasion, and a broken shell. A leak test was performed and found an opening on the posterior and radius. A microscopic analysis was performed which identified a striated edge opening on the posterior and radius side, consistent with use of a surgical tool. The fill test inspection was performed the result was no blockage. Based on the device analysis the final assessment is: a striated edge opening on the posterior and radius side due to surgical damage.

Manufacturer narrative:
The reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.